Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipient reported a decrease in loudness and speech discrimination with the device. Issues began in 2013. There is no accident or trauma reported. Stimulation levels were increased to help improve speech but resulted in non-auditory side effects (pain and headaches). A series of fitting sessions were carried out to overcome these side effects and simultaneously increase loudness and speech discrimination, but were unsuccessful.

Manufacturer narrative:
Conclusion: device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. Based on the received information, the recipient reported decrease in loudness and speech discrimination. Reportedly one channel was seen to be out of cochlea and the most apical three channels had to be switched off due to non-auditory sensations. Thus, eight channels were available for stimulation and benefit from the device could be expected. Therefore the observed symptoms were most likely non-device related. This is a final report.

Event description:
The recipient reported progressive decrease in loudness and a reduction in speech discrimination with the device. Stimulation levels were increased to help improve speech but resulted in non-auditory side effects (pain and headaches). A series of fitting sessions were carried out to overcome these side effects and simultaneously increase loudness and speech discrimination, but were unsuccessful. The user has been re-implanted.